Manufacturer narrative:
UDI= (B)(4) additional suspect medical device components involved: model #: sc-2352-50, serial#: (B)(4), description: linear 3-4 lead, 50cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a patient developed a granuloma at the midline incision site. The patient underwent a procedure where the physician removed the granuloma. The physician does not believe the granuloma was device related. The patient is reportedly doing well post operatively.